Event description:
Customer reported issues with a rapid battery depletion, requiring more frequent charging. There was no reported adverse impact to her blood glucose level. Customer declined further troubleshooting and is currently out of warranty while in the process of obtaining a new device. No additional information about the outcome was available.